Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information but this information was not provided. Section h4: additional information. Section h5,8: correction. Manufacturer's investigation conclusion: the report of a no external power alarm on mobile power unit (mpu) support as well low voltage advisory alarms was confirmed through the analysis of a submitted data log file. The log file contained approximately 10 days of data (dated (B)(6) 2019 - (B)(6) 2019, according to the timestamp). On (B)(6) 2019 the controller was connected to an mpu for support. At ~11:35am of the same day the log file captured a no external power alarm as a result of both power cables being captured as disconnected. During this time, the controller supported the pump at the set speed while being supported by its internal backup battery. Although both power cables were captured as disconnected, based on previous complaint experience, the event appeared consistent with a loss of ac power to the mpu itself. The root cause of this event could not be conclusively determined based on the analysis of the log file alone. Once ac power was reconnected, the no external power alarm cleared. On (B)(6) the log file captured multiple low battery voltage advisory alarms. These alarms occurred only on battery power and corresponded to the batteries becoming depleted during use. Once external power was changed to either fully charged batteries or an mpu, the low voltage alarms cleared. Throughout the log file the controller supported the pump at the set speed, as designed. The devices used at the time of the reported events were not returned for analysis. Multiple attempts to obtain the product and for additional information did not receive a response. As a result, no testing could be performed and the root cause of the events captured in the submitted data log file could not be conclusively determined. Per reported information, the mpu used during the event has a locking mechanism for the ac power cord. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that manufacturer's technical service representative reviewed the log file and observed multiple low voltage advisories, especially on (B)(6) 2019 when patient was on battery. They also observed a low voltage hazard and no external power event while patient was using the mobile power unit (mpu) on (B)(6) 2019. It appeared to have resulted due to a complete loss of power to the mpu that enabled emergency backup battery for a short time until power was restored.the mpu has the locking mechanism for the ac cord. Additional information was requested but not yet provided.